Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by severe abdominal pain), which required hospitalization, antibiotic(s) therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. Per the pdrn, the etiology of the peritonitis is unknown; therefore, causality could not be determined. However, per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she is in the hospital for peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of severe abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (results within normal limits) were collected, and the patient was tentatively diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, duration not provided); however, on (B)(6) 2025 the patient¿s peritoneal effluent fluid cultures returned with no growth, and the patient was scheduled for a pd catheter (not a fresenius product) revision. Although the specifics are unknown, during the pd catheter revision the decision was made to remove the patient¿s pd catheter and surgically place a temporary hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to hd without any known issues and is recovering from the serious adverse events. Despite the negative cultures, the patient¿s antibiotics were continued and administered intravenously following hd. The patient will return to pd therapy once the sterile peritonitis has cleared. The pdrn stated the cause of the peritonitis is unknown. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she is in the hospital for peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of severe abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (results within normal limits) were collected, and the patient was tentatively diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, duration not provided); however, on (B)(6) 2025 the patient¿s peritoneal effluent fluid cultures returned with no growth, and the patient was scheduled for a pd catheter (not a fresenius product) revision. Although the specifics are unknown, during the pd catheter revision the decision was made to remove the patient¿s pd catheter and surgically place a temporary hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to hd without any known issues and is recovering from the serious adverse events. Despite the negative cultures, the patient¿s antibiotics were continued and administered intravenously following hd. The patient will return to pd therapy once the sterile peritonitis has cleared. The pdrn stated the cause of the peritonitis is unknown. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.